Event description:
This case was initially received via regulatory authority (reference number: doh-mw5031605) on 16-oct-2013. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('severe bleeding / clots/abnormal bleeding (general)/ extremely heavy bleeding with clots'), seizure ('seizures'), weight increased ('gained 30 pounds/ weight gain'), adnexa uteri pain ('pain in stomach on both sides where ovaries are, pain in ovaries'), hyperhidrosis ('sweat constantly'), abdominal pain upper ('stomach pains/various pains in stomach and sides'), headache ('headaches'), pain in extremity ('feet ache constantly'), mood swings ('mood swings'), fatigue ('tired/ exhaustion'), menorrhagia ('during period she bleed so much have to change pad every 20 minutes//abnormal bleeding (vaginal, menorrhagia)') and dysmenorrhoea ('pain in my uterus/fallopian tube area/dysmenorrhea (cramping)/pain') in a (B)(6) female patient who had essure (batch no. 713455, 713455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, delivered (born at (B)(6)) in (B)(6) 2010, acid reflux (oesophageal) in 2006, back pain, genital bleeding and stomach pain (various pains in stomach and side's all the time). Concurrent conditions included body mass index normal. Concomitant products included lansoprazole (prevacid), medroxyprogesterone acetate (depo provera) since (B)(6) 2010, pantoprazole and ranitidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion hospitalization) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization), 2 months 5 days after insertion of essure. On an unknown date, the patient experienced seizure (seriousness criterion medically significant), adnexa uteri pain (seriousness criterion hospitalization), abdominal pain upper (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), mood swings (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization), dysmenorrhoea (seriousness criterion hospitalization), mental disorder ("psychological or psychiatric problems"), rash ("rashes and skin conditions"), skin disorder ("rashes and skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), paranoia ("psychological or psychiatric problems: paranoia"), anxiety ("psychological or psychiatric problems: anxiety"), dizziness ("dizziness") and abdominal pain lower ("extreme cramping"), was found to have weight increased (seriousness criterion hospitalization) and hormone level abnormal ("hormonal changes") and experienced hyperhidrosis (seriousness criterion hospitalization) and pain in extremity (seriousness criterion hospitalization). Essure treatment was not changed. In (B)(6) 2010, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, weight increased, adnexa uteri pain, headache, mood swings, fatigue, menorrhagia, alopecia, paranoia, anxiety, dizziness and abdominal pain lower outcome was unknown, the seizure, abdominal pain upper, dysmenorrhoea, vaginal haemorrhage, hormone level abnormal, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, vaginal discharge, back pain and gastrooesophageal reflux disease had not resolved and the hyperhidrosis and pain in extremity outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, fatigue, genital haemorrhage, headache, hyperhidrosis, mood swings, pain in extremity, pelvic pain and weight increased with essure. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, dizziness, dysmenorrhoea, gastrooesophageal reflux disease, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, paranoia, rash, seizure, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had not removed essure (or any part of the device) removed. There were 1 to 2 coils seen at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media content received: reporters added. Events added- dizziness, extreme cramping. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.